Event description:
Caller reported a cartridge alarm during the load process and acknowledged not waiting until prompted to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. The caller was educated on the proper cartridge removal timing and opted to fill a new cartridge independently, successfully completing the process and resuming insulin delivery.